Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned and melted deaeration motor. The deaeration motor overheated and seized causing the plastic housing to melt, char, burn, and produce a burning smell. The deaeration motor was noticed after the machine was pulled for evaluation by a fresenius field service technician (fst) for making noise during patient treatment. A nurse confirmed that the patient completed treatment on the machine without experiencing a serious injury, adverse event, or requiring any medical intervention. The fst confirmed that no patients or individuals were harmed because of this malfunction. The machine has approximately 16,513 hours and the deaeration motor was the original fresenius part on the machine. The fst reported that there was no damage observed on any other components, or any other additional issues, associated with the burned and melted deaeration motor. The biomed replaced the deaeration motor, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The deaeration motor is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
(Investigation findings and investigation conclusion codes).

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned and melted deaeration motor. The deaeration motor overheated and seized causing the plastic housing to melt, char, burn, and produce a burning smell. The deaeration motor was noticed after the machine was pulled for evaluation by a fresenius field service technician (fst) for making noise during patient treatment. A nurse confirmed that the patient completed treatment on the machine without experiencing a serious injury, adverse event, or requiring any medical intervention. The fst confirmed that no patients or individuals were harmed because of this malfunction. The machine has approximately 16,513 hours and the deaeration motor was the original fresenius part on the machine. The fst reported that there was no damage observed on any other components, or any other additional issues, associated with the burned and melted deaeration motor. The biomed replaced the deaeration motor, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The deaeration motor is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst) who noted that the deaeration motor and its plastic housing had visual indications of burn damage. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned and melted deaeration motor. The deaeration motor overheated and seized causing the plastic housing to melt, char, burn, and produce a burning smell. The deaeration motor was noticed after the machine was pulled for evaluation by a fresenius field service technician (fst) for making noise during patient treatment. A nurse confirmed that the patient completed treatment on the machine without experiencing a serious injury, adverse event, or requiring any medical intervention. The fst confirmed that no patients or individuals were harmed because of this malfunction. The machine has approximately 16,513 hours and the deaeration motor was the original fresenius part on the machine. The fst reported that there was no damage observed on any other components, or any other additional issues, associated with the burned and melted deaeration motor. The biomed replaced the deaeration motor, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The deaeration motor is available to be returned to the manufacturer for physical evaluation.